Manufacturer narrative:
The valve was patent and passed siphon, reflux and leak testing. The device met all specifications for pressure-flow and preimplantation testing. The conditions of the report could not be duplicated by lab personnel. It is unk what caused the reported event. A review of the mfg records was not possible as no lot number was provided. All of the valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that fluid would not flow smoothly.